Event description:
It was reported that the procedure was to treat a de novo moderately calcified, moderately tortuous left anterior descending artery. A 3x23mm xience xpedition stent was advanced and implanted at the lesion. A dissection was then noted and successfully treated with a 3x12mm xience xpedition stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.